Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted and the motor passed motor test. The displacement test functioning properly. All of the buttons are functioning properly. No damage in the keypad assembly noted. No button error alarm during our testing. The insulin pump was cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a motor error alarm. The customer's blood glucose was 537 mg/dl at the time of incident. The customer's blood glucose was 537 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse stated that the basal were lowered. The customer's spouse performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.